Manufacturer narrative:
Troubleshooting of the AED with the customer identified that no sound is coming from the AED. Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED's asi is flashing red, and it will not power on. They reported that this did not occur during patient use.